Manufacturer narrative:
Flexvision pc board reinstalled; system returned to normal. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the machine failed to start due to a flexvision pc board issue on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.